Event description:
During a left total knee arthroplasty procedure, an1/8th of an inch of the tip of the exactec guide pin broke off while the pin was used to hold the cutting block to cut the femur. This was identified by the surgeon at the conclusion of the case on intraoperative fluoroscopy. The decision was made by the surgeon that the retained piece was not harmful to the patient and would do more harm to remove it by creating a bone void and causing failure of the total joint. Manufacturer response for ortho guide pin, guide pin (per site reporter). Representative was present in the procedure room at the time of the surgery, name [redacted]. Contact information unknown.